Event description:
Unomedical reference number (B)(4). Event occurred in the spain. It was reported and identified as an infusion set cannula/needle break issue. The infusion set was inserted in the belly. The fracture occurred, resulting in a broken cannula. It was confirmed that the introducer needle was not hard to remove. The infusion set had been inserted in the body for 3 days. The patient mentioned that the cannula was no longer in the skin. They also stated that they did not receive medical treatment due to the cannula fracturing while inside the body. No further information available.